Event description:
It was reported that during a lap nephrectomy procedure, part of active blade broke off during the procedure. Because of the whereabouts of the broken piece was unknown the pt needed x-ray to verify. However, the piece was not found.